Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient with fracture of the distal end of the clavicle was treated with lcp plate and screw on (B)(6), 2012. During implantation surgeon bent the proximal end of the plate a little. Surgeon also used k-wire for keeping of the reduction position. Approximately six (6) weeks later the surgeon found the bone fracture occurred again at the screw position (hole) in the proximal end of the plate. It is not known if the plate was removed and/or if the patient was revised to new hardware. No further information is available. This is 4 of 5 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.